Event description:
Report #1 of 2: report received from abbott affiliate of an overdelivery. The report states: "first incident, set was started with tpn (total parenteral nutrition from baxter) at 7:00pm and found empty at 7:00 am in 2002. It was supposed to last for 24 hours. Second incident, a set from same product (tpn) was started at 10:15 pm and found empty at 2:00 pm in 2002. The nurse does not know what equipment was used." The abbott affiliate has been queried for further information, and no additional information has been provided.

Event description:
Additional information received: in response to requests for additional information, the only data received was that the patient did not experience any adverse effects.